Manufacturer narrative:
Stryker evaluated the customer's device and found the device would not power on.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. H3 other text : device not returned to manufacturer.